Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the backlight of insulin pump screen was no longer working and it was not bright enough to saw. The customer stated that insulin pump become hot while rewinding. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification. No unexpected heating up of battery, battery tube or electronic assy was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assy was noted. During back light check no unexpected issue were noted. (B)(4).